Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime, compromised force sensor system and excessive no delivery test or verify device deficiency anomaly due to compromised force sensor system alarm.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The blood glucose of the customer was 350 mg/dl at the time incident. The customer¿s other blood glucose level was 149 mg/dl. The customer had using the insulin pump system within 48 hours of the high blood glucose. The device will be returned for the analysis. The device will be returned for the